Event description:
On 2/10/97, the account received an erratic digoxin result, which was given from the analyzer. The pt sample was drawn at 02:00 and run in a primary tube. An initial results of >4.0 ng/ml was received. The sample was than diluted 1:3 with the a calibrator and run in a sample cup. The result received was 4.9 x 3=14.7 ng/ml, which was reported and questioned by the cardiologist. The pt was redrawn at 03:00 and a result of 0.51 ng/ml was received. On 2/11/97, the original sample was rerun and a result of 0.50 ng/ml was received twice. No medical intervention took place because of the first reported result. No report of injury.

Manufacturer narrative:
Investigation summary: the event represented is not addressed in the device labeling. A malfunction did occur. This reportable MDR event was investigated as part of an ongoing study of the axsym system by abbott into the causative reason for malfunctions. Results of the investigation yielded a number of system enhancements implemented on customer units. Improvements included axsym system software version 3.0 with enhanced algorithm for fluid detection, new buffer tubing and seal fittings which reduce bubbles forming in tubing lines, modifications to the liquid level sense board to decrease sensitivity of the instrument to electorstatic discahrge, and packaging modifications for added protection to probes. In addition, abbott has emphasized to our customers that correct operating procedures must be followed to ensure optimal performance of the axsym system. Aras that were emphasized inclulded probe crash recovery procedure, recommended tube size and types, opening reagent bottle 4, proper loading/unloading of regent packs, and ensuring proper sample and reagent handling. This is the final report.